Event description:
Cordis sales representative reported an adverse event. A pt had a cypher stent implanted to an unk vessel on unk date, and following the procedure, the pt reportedly became "symptomatic," necessitating admission to the hospital and cardiac catheterization was performed. During catheterization, the pt had an intravascular ultrasound which revealed mid stent fracture. Physician angioplastied stent, and the pt was discharged; at some point after discharge, the pt became symptomatic. No further info is available.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.